Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had moved from the original position. Additional information indicated that the lead was dislodged and the physician was unable to find another vessel where diaphragm stimulation was avoidable and ended up placing a quadropolar lead. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.